Event description:
Spontaneous. Patient reported that both "puf1lls" are not working at the moment pt put in a new cassette 4-5 hours ago and pump was working fine. Pt is now getting message "lec1310" and "no disposable pump won't run" on both pumps. Pt tried putting in new batteries and is getting same message. Pt tried a third time as well and one pump is giving same message, but other pump serial number (B)(4) is giving message "1870". Advised pt that is a motor time out error and pump will need to be sent back and pharmacy will replace. For other pump, advised pt to replace current cassette with a new cassette as it might be a faulty cassette. Pt was able to put in a new cassette and pump is now working fine. Currently working pump serial number unknown. Cassette lot number unknown. No further information given. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. Reported to (B)(6) by: patient/caregiver.